Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 7/19/2019h4.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in nozzle. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date (B)(4), which was not late. The correct date was 04/07/2025.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient water feeding due foreign material in nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in nozzle. There was no patient involvement.